Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the customer tested random samples for uncontrolled flow. The tubing sets were loaded into the pump module and observed for uncontrolled flow while the pump was in than idle state. The flow occurred with both the bottom and top occluding finger testing conditions, and uncontrolled flow was the fastest with approximately ¼ turn of the blue fitment. There was no patient involvement. Although requested, no further information has been received.

Manufacturer narrative:
Additional information: lot 18116500 was distributed in canada only. This lot number was not distributed in the us.

Event description:
It was reported that the customer tested random disposable tubing samples for uncontrolled flow. The sets were loaded into the pump module and observed for uncontrolled flow while the pump was in than idle state. The flow occurred with the bottom and top occluding finger testing conditions, and uncontrolled flow was the fastest with approximately ¼ turn of the blue fitment. There was no patient involvement. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report of uncontrolled flow while loaded into a pump module in an idle state was confirmed. Functional testing and analysis observed non-uniform wall thickness of the silicone segment component. This, along with orientation of the wall thickness uniformity while the set is loaded in a pump module, can contribute to a failure to fully occluding the line. The root cause of the customer¿s report was irregularities in the thickness of the wall of the silicone pumping segment component, preventing the silicone pumping segment from fully occluding.

Event description:
It was reported that the customer tested random disposable tubing samples for uncontrolled flow. The sets were loaded into the pump module and observed for uncontrolled flow while the pump was in than idle state. The flow occurred with the bottom and top occluding finger testing conditions, and uncontrolled flow was the fastest with approximately ¼ turn of the blue fitment. There was no patient involvement. Although requested, no further information has been received.